Manufacturer narrative:
The pump was received with intermittent buttons response due to flattened dome. The keypad connector was inspected and no anomalies noted. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the buttons on their insulin pump are difficult to press. The customer's blood glucose level was unknown. The customer's device was being replaced and returned for analysis.